Event description:
It was reported via the implant patient registry that a 23mm aortic valve, implanted for three (3) years and two (2) months, was explanted due to unknown reasons. The explanted device was replaced with a 23mm valve. Per idc the event was due to deficiency of the original device. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device.

Manufacturer narrative:
The device was explanted > 0 days for unknown reasons. Although there are multiple root causes, valves are typically explanted because they are not functioning optimally. The device was not returned for evaluation, as device request is ongoing. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Event description:
It was reported via the implant patient registry that a 23mm aortic valve, implanted for three (3) years and two (2) months, was explanted due to recurrent endocarditis, thickening, severe regurgitation, and moderate-to-severe stenosis. The explanted device was replaced with a 23mm valve. A complete epicardial pacemaker lead was placed concomitantly. The patient was discharged home in stable condition on pod #16.

Manufacturer narrative:
Based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.